Event description:
It was reported that during a laparoscopic nissen procedure, the device was leaking when any 5mm instrument was inserted. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that one day post procedure the patient suffered a transient ischemic attack (tia) that was resolved the same day. A neurological ophthalmology examination revealed that the patient had right visual field inferior quadrantanopia as a result of the tia. The right visual field inferior quadrantanopia was nearly asymptomatic, it was only detectable by color desaturation. Also noted during the examination was retinal whitening just above the right optic nerve, corresponding to a tiny "inferonasal (left-sided) vf defect" in the right eye only. This defect was symptomatic but no evidence of hemorrhage, emboli, or retinal vasculitis were found. The cause of the tia was unknown. It was also noted that the patient had a possible occlusion of the left middle cerebral artery but there was no radiological evidence of stroke. The occlusion was reported to be resolved in 2009, the exact date was unknown.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis